Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. One device was implanted on (B)(6) 2008. Ethicon's tvt abbrevo device was also implanted on this date. No additional information was provided. The complaint via the attorney was that the patient suffered an injury (unspecified). It is not known when the event occurred. It is not known what the patient's current condition is. No information has been confirmed by a health care professional.

Manufacturer narrative:
The device history record for this lot was reviewed and everything was in order.